Event description:
A report was received that the patient had an infection at the ipg pocket site. The patient¿s symptom was seric non-purulent liquid at the pocket site. The physician assessed that the infection was procedure related. The patient was administered augmentin and ciprofloxacyne oral antibiotics and was reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient's white blood cell count and c-reative protein were within normal limits.

Event description:
A report was received that the patient had an infection at the ipg pocket site. The patient¿s symptom was seric non-purulent liquid at the pocket site. The physician assessed that the infection was procedure related. The patient was administered augmentin and ciprofloxacin oral antibiotics and was reportedly doing well.